Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. It was reported that patient had severley diseased arteries prior to implantation of the stent graft. It was reported that the CT scan performed at the patient's 30 day follow-up, demonstrated the stent graft had not migrated; however, there was a slight distal type I endoleak present. The physician elected to place an iliac limb and the type I endoleak was resolved. It was also reported that the possible cause of the endoleak may be due to the state of disease in the patient's iliac arteries. No additional clinical sequelae were reported.